Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed. Additionally a health care professional (hcp) contacted boston scientific technical services (ts) and requested review of several ventricular tachycardia (vt) episodes and inquired if the high shock impedance would cause any episodes. Ts reviewed the episodes and noted no noise and determined that the device appropriately detected vt. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that t-wave oversensing was observed that resulted in delivery of an inappropriate shock. The patient was seen for defibrillation threshold (dft) testing. Post shock delivery during dft, a high voltage fault message was observed. Boston scientific technical services (ts) discussed that all tachycardia and therapy parameters reset post shock for an undetermined reason. Device replacement was recommended. Additional information was provided that this device and lead remain implanted, but tachycardia therapies were disabled and the device was programmed to aai (atrial pacing only) mode. A new subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted for shock therapy support. The cause of the issue was not determined and connections were not further evaluated as that part of the system is no longer being used. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that one right ventricular (rv) lead shock impedance measurement greater than 125 ohms was observed. A review of daily measurements confirmed that all other lead measurements were within acceptable limits. Technical services was consulted and discussed recommendations. To date, no adverse patient effects were reported as a result of this clinical observation.